Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image on the screen was hazy precluding the use of an unidentified bronchoscope. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope core 15-inch monitor and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 15-inch monitor and core smart cable and could not confirm the reported hazy image issue. The camera image quality test was performed and passed. The technical service representative, using a known, good, test bronchoscope and the customer's core 15-inch monitor and core smart cable noted that the devices worked as expected. The glidescope core 15-inch monitor and the glidescope core smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.